Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, perhaps sinus perforation, preceding/simultaneous bone augmentation, infection, increased sensitivity, swelling, fistula. Sinuslift failure. General infection of the sinus lift site.